Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers alleged: pain and discomfort.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers alleged: pain and discomfort. Additional information: plaintiffs fact sheet (pfs) received (B)(4) 2012. Operative notes allege the patient was complaining of her right hip never being as good as the left and she had an asr implanted on the right hip. Her cobalt and chromium levels were elevated. The posterior capsule, pyriformis, and the short external rotator muscles were noted to have retracted and there was some inflammation in the hip and some fluid.